Event description:
It was reported that the lead exhibited oversensing. The lead will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was further reported that an alert triggered again for a high number of sensing integrity counters (sic). High rate non-sustained ventricular tachycardia (nsvt) episodes were also noted. It was determined that there was no lead issue, the oversensing is all physiologic due to atrial flutter occasionally being oversensed. The oversensing resulted in inhibition of sensing and the patient's heart rate was at 30 beats per minute, which was below the lower programmed rate. No further patient complications have been reported as a result of this event.